Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of -11.0 diopter in the patient's right eye (od) on (B)(6) 2022 but the lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury. The lens was intraoperatively implanted and removed. On (B)(6) 2022 an identical lens was implanted. This resolved the problem. Cause is unknown.